Manufacturer narrative:
The reported event's relationship to the analysis could not be confirmed. A partial lead was returned for analysis. Only the connector portion of the lead was received in one piece measuring 64.0/99.0/111.5cm (outer insulation/ inner insulation/outer coil/inner coil). Electrical testing found an internal short due to procedural damage. Additional findings noted an external abrasion breaching the outer insulation 63.8cm to 64.0cm from the connector pin exposing the outer coil due to friction to another device or features of the heart. The relationship between the analysis and the reported event is inconclusive. Without return of the entire lead, a complete analysis could not be performed.

Event description:
Related manufacturer reference number: 2017865-2019-06214, 2017865-2019-06555. It was reported that the patient expired. The physician requested analysis on the device to clarify the cause of death. The cause of death is unknown. There was a change in patient condition prior to the death but it is unknown whether it was related to the device. The pacemaker was removed post mortem on the same date. The leads were removed as well.